Event description:
I ordered the product, perioshield, from (B)(6) and received it on (B)(6) 2021. I was experiencing bleeding gums (a problem I encountered previously and was treated by my dentist, (B)(6). This time I did some research to find a similar product from an over-the-counter source and found several positive reviews on (B)(6). The soreness and bleeding did abate over the month-plus of use, and I ran out of the perioshield around the end of (B)(6). On (B)(6) 2021 I began experiencing pain and swelling in the area of my upper gum area, above my right front tooth. I tried to calm the pain with (B)(6). Pain persisted, so I scheduled appointment with my dentist, dr. (B)(6) on (B)(6) 2021. He diagnosed my problem as an infection in the gum above front tooth #8. This is a front tooth which was capped many years--I'd never had problem with it before. Dr. (B)(6) prescribed amoxicillin 500mg., three pills daily for 7 days. Dr. (B)(6) also told me to have my tooth examined by an endodontist to further evaluate the problem. I made the suggested appointment with dr. (B)(6) and saw him on (B)(6) 2021. He performed another, more detailed type of dental x-ray. He advised me that a root canal was the best method of treatment, especially important because I am to have a total hip replacement later this summer, and a root canal was necessary because the infection was in tissue above the tooth that antibiotics could not totally clear. Dr. (B)(6) assured me that a root canal would remove all the tissue where the infection had settled. This whole event has cost more than (B)(6). I believe that the use of the product led to the infection.